Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt great after the implant but now feeling very tired, not well. Patient was wondering it has to do with circuit boards from the work place. The technical service referred patient to contact the current physician. It was further reported that the patient was experiencing atrial fibrillation and had a cardioversion. The device is still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt great after the implant but now feeling very tired, not well. Patient was wondering it has to do with circuit boards from the work place. The technical service referred patient to contact the current physician. The device is still in use. No further patient complications have been reported as a result of this event.